Manufacturer narrative:
(B)(4). Further investigation by baxter revealed that this report is a duplicate of report number 6000001-2012-05041. All further reporting will occur through report number 6000001-2012-05041.

Event description:
Pharmacist reported one (1) unspecified elastomeric device in which in which the balloon burst toward the end of infusion of unknown drug(s) for an unknown male patient. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review could not be performed at this time since there was no lot information provided. A 510k# cannot be provided as the product and lot number are unknown. The customer did not send the device to baxter for evaluation. Therefore, the reported condition could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.